Event description:
A pt reported blood glucose results of 354 mg/dl and 198 mg/dl with a lifescan meter, performed within 10 minutes of each other. However, customer service walked pt through a check strip test twice and they both failed. Meter had been cleaned properly and the technique of applying blood on the test strip was done properly. This case is being reported as a malfunction, since the check strip test failed.